Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the plunger doesn't suck the insulin out of the vial and into the cylinder. The blood glucose level of the customer was unknown. Troubleshooting was performed and the product will return for analysis.